Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery. Customer's blood glucose value was 319mg/dl. Customer did not want to troubleshoot for the high blood glucose. Customer stated that this morning when customer went to change her battery she still couldn't get it open so she went back to manual injections. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, missing battery tube spring, corroded battery tube , cracked battery tube threads and stripped battery cap(p)coin slot. Unable to performed displacement test due to missing battery tube spring contact noted.